Event description:
The freedom driver was not supporting a patient. The customer reported that when he inserted a freedom onboard battery into the driver, the driver immediately exhibited a fault alarm. The customer also reported that the battery was fully charged. This alleged failure mode poses a low risk to a patient because the issue was observed when the freedom driver was not supporting a patient. In addition, it would not prevent the driver from performed its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.

Manufacturer narrative:
The freedom driver functioned as intended and there was no evidence of a device malfunction. The likely root cause of the fault alarm was a decrease in voltage during onboard battery exchange or intermittent connection of an onboard battery not securely latched in place. Voltage fluctuations during battery exchanges are normal; however, on an infrequent basis, the freedom driver will detect the voltage fluctuations as an issue, resulting in a fault alarm. The driver was not supporting a patient at the time of the customer-reported fault alarm, and therefore there was no patient impact. If the driver were in use at the time of the fault alarm, the driver would have continued to perform its life-sustaining functions. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Event description:
The freedom driver was returned to syncardia for evaluation. Visual inspection of the external and internal components of the driver revealed no abnormalities. The driver passed all pre-burn in test requirements, which included nominal normotensive and hypertensive settings with no anomalies or alarms. The customer experience was not duplicated.